Manufacturer narrative:
Batch review performed on 14 may 2024 lot 1908617: (B)(4) items manufactured and released on 12-march-2020. Expiration date: 2025-03-01. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 3 years and 10 months from the primary, the patient came in reporting pain due to a loose tibia and the cause is unknown. The surgeon revised the tibial tray and insert and the surgery was completed successfully.